Event description:
It was reported that in room 366, a drawer came loose from the column and fell to the floor. No consequences have been reported. However, in case of recurrance it cannot be excluded that the patient or user will be injured by the drop of the device.

Manufacturer narrative:
The investigation was based on the provided information by dräger service. The dräger service technician onsite examined the affected dve and other dve movita devices at the customer site. Dräger technician onsite noticed that the screws were loose and that was the cause of the fall. It was reported that the installation was performed by a third party, there was no handoff documentation from the third party. After the complaint was reported, all devices were inspected according to manufacturer specs. The drawer is mounted with a fix angle set to the movita column standard rails. 6 screws are used to mount the 2 clamping profiles to the fix angle. This is done during first assembly in the hospital according to supplement for the instructions for use and checked by test instructions ¿tightening torque of screws securing installed accessories¿. For maintenance a general check for accessories is done according to servicecard ipm. According to the investigation results, it seems like the drawer was not fitted correctly. The screws on the drawers were not initially tightened properly during installation. Neither patient nor user health consequences reported. Detachment of parts can only happen during handling and will be obvious to the user. No patient should be located under the drawer according to IFU. Furthermore, the loosening of screws is not a sudden process. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that in room 366, a drawer came loose from the column and fell to the floor. No consequences have been reported. However, in case of recurrance it cannot be excluded that the patient or user will be injured by the drop of the device.